Event description:
The customer reported that the insulin pump had a full screen for two weeks. The caller stated that the device has not been exposed to any extreme temperatures or direct sunlight. The battery was changed and the black screen continues. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had a frozen display on full segment display as a result of moisture damage on the liquid crystal display and motherboard.